Event description:
Rare fungus seen on pathology results for 4 patients cryptococcus adeliensis. Literature search revealed that this fungus can be seen as contaminant in hanks solution which was used in all 4 biopsies. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Event abated after use stopped or dose reduced: yes.